Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to magnetic field or MRI & sensor glucose vs. Blood glucose. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with ems/ambulance/ER visit, manual injection/insulin pen. Customer reported the following led up to the event: troubleshooting was performed for the event. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884, mmt-381a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Troubleshooting indicated that pump requires replacement. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-381a. Updated summary: on (B)(6) 2024, customer reported her sg was showing normal but her blood glucose was over 500mg/dl. She treated the high with pump. She contacted the paramedics on (B)(6) 2024 and they told her to disconnect the pump and to use manual injections. She has been using manual injections per the paramedics. Customer said there were some recent programming changes. Customer alleged under delivery. Customer said the pump was near an MRI on (B)(6) 2024. Per helpline, pump failed displacement test. Customer discontinued pump. Pump returned for analysis and pump passed displacement test per failure analysis.